Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was protected that the pump touchscreen "kept lighting up". Review of the pump history during troubleshooting with tandem technical support was unable to determine the cause of the reported issue. The customer's blood glucose was in the low 300s mg/dl. During follow up, the customer reported the issue had resolved and the customer declined further troubleshooting.